Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5 - "-6.5/+2.5/095" for implanted lens sphere/cylinder/axis should be corrected to "-8.50/2.5/095" in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
(B)(6). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticm5_12.1, -6.5/+2.5/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports residual error and lens rotation.